Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, three patients developed strictures requiring dilation. This patient experienced the stricture requiring dilation after 1x self-sizer, 1x focal cryoablation of a barrett island, and 1x focal rfa. This patient was treated with the 90 focal catheter about three months after the initial circumferential treatment. Secondary to dysphagia, an endoscopy performed about two months later showed a stenosis with was treated successfully with one dilation session.